Manufacturer narrative:
The facility has not identified the specific bed involved in this reported event. Additionally, it has not been determined if the bed contributed to the alleged injury.

Event description:
It was reported that the beds move when the brakes are on. According to the reporter, the beds are sliding. Reportedly, a nurse pulled some muscles and required an epidural. The specific bed(s) involved have not been identified.